Event description:
During a pump and catheter implant procedure, the physician stated that he thought that the catheter didn't steer very well and pulled it out of the intrathecal space. The physician stated that the stylet did not quite reach the tip of the catheter and therefore, made the end of the catheter "flimsy". He tried with a different catheter of the same model and was successfully able to implant the catheter without any adverse events or outcomes. The medication being delivered via the device system was not reported.

Manufacturer narrative:
(B)(4). The catheter and stylet were returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.